Manufacturer narrative:
Combination product: yes. 28-may-2024 additional information: the lesion was thrombotic occluded. Pre-dilatation was performed. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material and the cathlab report provided were reviewed. The technical investigation showed that the balloon is still well folded and shows no signs of inflation. The stent shows no damage or irregularity. The crimped diameter of the stent complies with the specification. The angiographic material shows the pre-dilation of the target vessel, followed by the successful implantation of the second orsiro mission including its post-dilatation. The angiographic material does not contain further relevant information regarding the root cause of the complaint. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion (stenosis degree: 99 percent) in mildly tortuous proximal lad. Serval attempts were made, but the lesion could not be crossed with the device. The lesion was re-dilated and crossed with another orsiro mission.

Manufacturer narrative:
Combination product: yes

Manufacturer narrative:
Combination product: yes. Corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material and the cathlab report provided were reviewed. The technical investigation showed that the balloon is still well folded and shows no signs of inflation. The stent shows no damage or irregularity. The crimped diameter of the stent complies with the specification. The angiographic material shows the pre-dilation of the target vessel, followed by the successful implantation of the second orsiro mission including its post-dilatation. The angiographic material does not contain further relevant information regarding the root cause of the complaint. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.